Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Mother reported the pt was transported to the hospital by paramedics due to hyperglycemia, vomiting, and dehydration. Pt's blood glucose was between 19-25 mmol/l (342-450 mg/dl). A company rep met with the pt to review the infusion device. The infusion device did not provide any alert or error messages, and the pt remained on the infusion device at the hosp. Pt was also being treated by insulin injections by the medical personnel. Pt was diagnosed with viremia, which resulted in elevated blood glucose. The infusion device was requested for eval. No add'l info was provided.